Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission. The device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made. The patient was fine.